Event description:
A consumer reported that four years following bilateral intraocular lens (iol) implant surgery, his vision is foggy. In a follow up phone call with the consumer, he reported that he had a lasik procedure performed for this eye only. His vision is much better following the lasik procedure. The consumer reported that the surgeon did not feel this eye required a lasik procedure. Additional information was received from the surgeon, who reported the patient did not have a lasik procedure but had a yag capsulotomy performed for the right eye only. The surgeon does not feel there is anything wrong with the lenses. The surgeon is unwilling to complete the questionnaire. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other similar complaints reported in the lot number. Additional information was requested on (B)(4) 2012, by phone, fax, and mail. The surgeon is unwilling to complete the questionnaire. Additional information was provided in follow up phone calls on (B)(4) 2012. No further information is expected. (B)(4).